Event description:
Baxter (B)(4) received a report that a folfusor had a cracked coil cap before filling the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, the physical sample is not available for evaluation. However, a photograph of the device has been provided to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a cracked coil cap was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.